Manufacturer narrative:
The reported issue that the pump fails to recognize the syringe when one is inserted could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Syringe not recognized. Npr - no product returned. It was reported that the pump fails to recognize the syringe when one is inserted. The device reportedly indicates to insert another syringe. There was no reported patient impact.

Manufacturer narrative:
The reported issue that the pump fails to recognize the syringe when one is inserted could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference: na. There was no patient involvement.

Event description:
Syringe not recognized; npr - no product returned. It was reported that the pump fails to recognize the syringe when one is inserted. The device reportedly indicates to insert another syringe. There was no reported patient impact.

Manufacturer narrative:
The reported issue that the pump fails to recognize the syringe when one is inserted could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference : na. There was no patient involvement.

Event description:
Syringe not recognized. Npr - no product returned. It was reported that the pump fails to recognize the syringe when one is inserted. The device reportedly indicates to insert another syringe. There was no reported patient impact.